Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: ksr901 implantable pulse generator (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. Also, there was difficulty removing the lead from the device header. The wrench did not engage to the set screws. The rv lead was cut, capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.